Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported failure to cross and resistance during removal was unable to be tested as it was based on case circumstances. The investigation determined that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the right superficial femoral artery (sfa) with moderate tortuousity, heavy calcification and 99% stenosed. Due to the patient anatomy, the 190 cm ht winn guide wire failed to cross the lesion and also met resistance during retraction. The device was replaced with a non abbott guide wire and the lesion was crossed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.